Event description:
The reporter indicated that a 12.6mm vticmo12.6, -8.5/1.5/098 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) /2022 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim#: (B)(4).